Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that an alarm for ¿low arterial pressure¿ occurred ten minutes into a patient¿s continuous veno-venous hemodialysis (cvvhd) treatment. The nurse observed an air bubble in the jugular catheter. All connections were checked and confirmed to be secure. It was unknown how air entered the circuit. No issues were noted during the pre-treatment testing and setup. The multifiltrate pro kit was changed out and there were no further issues. The reported event resulted in 200 ml or less of blood loss. The complaint sample was not available to be returned for evaluation.

Event description:
It was reported that an alarm for ¿low arterial pressure¿ occurred ten minutes into a patient¿s continuous veno-venous hemodialysis (cvvhd) treatment. The nurse observed an air bubble in the jugular catheter. All connections were checked and confirmed to be secure. It was unknown how air entered the circuit. No issues were noted during the pre-treatment testing and setup. The multifiltrate pro kit was changed out and there were no further issues. The reported event resulted in 200 ml or less of blood loss. The complaint sample was not available to be returned for evaluation.

Manufacturer narrative:
Plant investigation: the complaint sample was not available for manufacturer evaluation. An analysis of the retained samples was performed. The retained samples were found to be conforming to product specifications. Reproducing the failure was not considered applicable or necessary. The described situation is adequately addressed in the instructions for use (IFU) and/or on the label. A device history record (DHR) review was performed on the batch. The batch related documents and DHR did not show any non-conformities or abnormalities. The review did not reveal an indication for any relationship with the reported failure mode. The manufacturing processes and production records were also checked and found to be conforming. Photos were provided for review, but the cause of the failure could not be identified from observation of the photos alone. Evaluation of the actual sample is required to determine a definitive conclusion.